Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 2:1 ratio (caution: sharp); catalog number: 00-7703-020-00; serial number: (B)(4); z.s.g.m. Cutter 1.5:1 ratio (caution: sharp); catalog number: 00-7703-015-00; serial number: (B)(4).

Event description:
It was reported that the device produced an incomplete mesh. Event occurred at a cadaver skin bank and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit was out of calibration and the cutters were worn. The unit was recalibrated, however the cutter was sent back unrepaired due to the cutters being unrepairable. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.